Event description:
On (B)(6) 2013, patient reported experiencing leaking issues. Patient stated he discovered the leak because he smelled the insulin and saw a wet spot on his clothing. Patient reported he does hear the audible click when attaching the infusion set tubing to the infusion site. Patient stated he is not sure where the leak originated because the cannula is not bent or kinked. Patient reported the infusion device was in use when the leak occurred. Patient stated he has had this issue about 4 or 5 times with this past shipment of supplies. Patient discarded the alleged infusion set. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result no material received. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Patient discarded the infusion set.